Event description:
It was reported that a flip cutter broke while in use, with the blade ripping off the tip of the pin. A second flip cutter with the same lot number was used with the same outcome. A "micropiece"(1/8 of tip) of the device was left in the lateral pouch of the joint. Surgeon not able to retrieve. Used other instrumentation from the acl tray to complete the case. Acl. X-ray showed metal piece in knee.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was requested for evaluation but part remains in the patient and cannot be returned and the other part will not be released by the facility therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive force and excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.